Manufacturer narrative:
Concomitant medical products: 4058m58 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient died. The family member reported that the paramedics who arrived to aid the patient did not detect the implantable pulse generator (ipg) on electrocardiogram. Additional information relating to the cause of death was requested and not received.